Manufacturer narrative:
The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical review/rationale was added. H10 related report was added.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 47 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During arteriotomy access, bleeding was noted and the patient received 2 units of blood. It is reported that hemostasis was reported with surgery. The reported bleeding may occur in the setting of vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. On day 2 of support, the patient's urine output was greater than 30 cc/hr and concentrated, amber in color. On day 3 of support, the family decided to withdraw care and the patient expired. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
The introducer was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. Bleeding was noted during arteriotomy access. Activated clotting time was used to monitor anticoagulation. Two units of blood products were given. Forward suturing was utilized. Hemostasis was achieved by surgery. The introducer was peeled away outside of the body. The repo sheath was properly placed with angle matching. The value at time of bleed was 62.9. This is one of two related reports. This report represents the introducer and another report will be submitted for the impella 5.5.